Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0267227. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the intima-ii y 24gax0.75in ss prn slm npvc experienced catheter splitting/cracked/shearing/frayed. The following information was provided by the initial reporter: the patient was treated with a disposable intravenous indwelling needle in our hospital on (B)(6) 2021, and the puncture site was red and swollen after the puncture infusion. The symptoms disappeared one day after removal of disposable intravenous indwelling needle. The customer responded that it is easy to split the needle, difficult to puncture, and the needle scrap rate is high.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in ss prn slm npvc experienced catheter splitting/cracked/shearing/frayed. The following information was provided by the initial reporter: the patient was treated with a disposable intravenous indwelling needle in our hospital on february (B)(6) 2021, and the puncture site was red and swollen after the puncture infusion. The symptoms disappeared one day after removal of disposable intravenous indwelling needle. The customer responded that it is easy to split the needle, difficult to puncture, and the needle scrap rate is high.